Event description:
The pump was returned to animas for multiple occlusion alarms. The pump was evaluated and revealed that a force sensor circuit component was shifted on the printed circuit board. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the reported occlusion alarm issue due to continued patient use. The pump history showed multiple occlusion alarms. The rewind, load, and prime steps were performed successfully. A force sensor calibration test confirmed that the pump was detecting force correctly. An occlusion was induced and the pump emitted the appropriate visual and auditory alert. The pump was opened and a force sensor circuit component was found to have shifted on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.